Manufacturer narrative:
The reported event of lead noise was confirmed. As received, a complete lead was returned in one piece. Visual examination found an external abrasion at 16.0 to 16.1 cm from the connector pin breaching the outer insulation proximal to the suture tie down impression. The cause of the reported event of noise was consistent with friction against the device can.

Event description:
It was reported that an asymptomatic patient presented via merlin.net with atrial lead noise. Patient was brought into the clinic and noise was reproducible. It was revealed that the noise started after the patient had a fall. Patient was not symptomatic with the noise and the clinic did not attribute the fall to have contributed to the noise itself. The lead was explanted and replaced on (B)(6) 2017. Patient tolerated the replacement procedure well and the new lead was working well. Patient will be followed normally.